Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant a cardiac perforation occurred and caused pericardial effusion and low blood pressure due to the right ventricular (rv) lead. The physician the physician did drainage of the effusion and kept the rv lead implanted. The patient was in stable condition.